Manufacturer narrative:
The insulin pump had intermittent button response noted during testing due to corroded keypadtraces. No moisture damage on electronic assembly or motor assembly noted during visual inspection. No button error alarm noted. Unit received with cracked case on display window corners, scratched lcdwindow, broken reservoir tube lip, broken belt clip slot, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was performed. The device was returned for analysis.